Event description:
It was reported that pump "needs to be charged more often". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.